Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history. Due to patient being implanted as a clinical study, some device information is unknown.

Event description:
It was reported that during an ipg replacement surgery, the patient's left system tested for high impedances. X-rays were taken, however the results were inconclusive. As a result, on (B)(6) 2018 surgical intervention was taken to replace the extension. The issue still persists. Additional surgery may be undertaken on the whole system at a later date.

Event description:
Device 1 of 3: reference MFR report: 1627487-2018-06201, reference MFR report: 1627487-2018-06202. Follow up revealed that surgery was taken on (B)(6) 2018 to replace both of the patient's leads.